Event description:
Keravision was notified on 04/13/2000, of a suspected microbial infection in the right eye, following intacs placement. The patient had a bilateral intacs (0.30mm) implant in 2000. The pt did not return to the medical facility for the one-week post operative appointment. The pt returned to the medical facility on 04/13/2000. The surgeon observed the suspected infection and removed the right eye segments in 2000. The culture results indicated the presence of staphylococcus epidermidis. According to the surgeon, the pt is doing well and is recovering from the infection.